Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false high sodium (na), potassium (k), and/or carbon dioxide (co2) results for seven (7) patient samples. The false results were reported out of the laboratory. When the issue was noticed, one hundred (100) samples were repeated on another dxc in the laboratory and seven (7) reports were amended. There have been no reports of impact to patient treatment in connection to this event.

Manufacturer narrative:
The customer did not provide quality control (qc) data. The customer indicated that the level 1 control was out of range high when run with other mc cup chemistries. When only ise chemistries were run, qc was in range. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse was unable to duplicate the issue. The fse checked the electrolyte injection cup (eic) and eic valves, sample probe and wash collar. The fse removed and dismantled the flowcell, checked carbon bridge (good condition), checked electrodes (good visually), flowcell clean on the lower portion, but the upper co2 portion had a small buildup of an unknown material in the ports. The fse cleaned the flowcell, replaced co2 membrane, and replaced the mc sample probe. The fse returned on (B)(4) 2013 and decontaminated the ionized selective electrode (ise) system. The fse replaced the ise preamp board, put original na reference electrode back in the reference port. The fse also replaced co2 measure electrode. Instrument performance was verified and qc passed within specifications. Failure mode is unknown. Multiple actions were taken and parts replaced, any of which could have caused or contributed to the event.